Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. Based on the information provided it is possible that the patient may have had a recurrence of his hernia which is a known possible adverse event listed in the IFU. Additionally, the mesh remains implanted. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the patient: the patient alleges that 10 years ago he underwent bilateral inguinal hernia repair with the implant of two visilex mesh. He reports that recently while putting on his jeans, he bent over and felt a "popping" sensation which caused a severe, burning, pain in his right groin area. The patient reports that he received pain medication from urgent care. Following this, the patient alleges that he was evaluated by his primary md who believes "something" happened to the hernia area and referred him to a hernia surgeon (specialist). Patient reports a "bubble" in the area of the repair. No additional information has been provided, the patient states that he will contact davol with further information if applicable, following his visit with the specialist. Based on the issue as reported and indicated by his primary care doctor that "something" happened at the site, an MDR is being filed as this may result in the need for surgical intervention.